Event description:
Contour usb gave blood result of 435mg/dl and customer's second contour meter gave result of 157mg/dl. The difference falls in the "c" zone of the consensus error grid. No adverse events alleged. Customer strips will be replaced and she returned her strips for evaluation.